Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture iii/IV and rupture.

Event description:
Physician reported right side rupture, and capsular contracture baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device photo evaluation: visual analysis of the photographs identified, rupture: observed. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Capsular contracture: unable to observe, as it is not related to the device. No additional observations are performed. No further actions are required, as no manufacturing issues.

Event description:
Physician reported, right side rupture. And capsular contracture, baker grade iii/IV. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, one opening assessed as fold flaw opening. ¿ capsular contracture-breast: unable to observe since it is not related to the device. ¿ seroma-breast: unable to observe since it is not related to the device. ¿ inflammation/irritation-breast: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Physician reported right side rupture, and capsular contracture baker grade iii/IV. Healthcare professional later reported ¿chronic inflammatory infiltrated with reactive-repairing changes¿. Device has been explanted and replaced.

Manufacturer narrative:
Clarification to d.9.: returned to mfg on: the device has not been returned.

Event description:
Healthcare professional, later reported, ¿chronic inflammatory infiltrated with reactive-repairing changes¿.

Event description:
Physician reported right side rupture, and capsular contracture baker grade iii/IV. Device has been explanted and replaced.